Event description:
Vns patient passed away due to head trauma. It was reported that the patient's death was not related to the ncp system. There is no evidence at this time that the ncp system caused or contributed to the reported event.